Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of outflow graft obstruction/compression could not be confirmed as no images were submitted for review and the device remains in use. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient had possible outflow graft obstruction/compression, neurological changes, and hemodynamic instability. The account reported that the patient underwent a head computed tomography (CT) for the mental status changes that was negative and the next steps were being discussed including further imaging. The system controller event log file contained events from 24jun2024 through 28jun2024, per the timestamps. Multiple, transient low flow hazard alarms were captured. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further issues have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events, including right heart failure and other neurological events (not stroke-related), that may be associated with the use of heartmate 3 lvas. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 6, "patient care and management," lists neurological dysfunction as a potential late postimplant complication. Section 6 also cautions that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The subsection entitled ¿right heart failure¿ contains additional information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had possible outflow graft obstruction or compression. They had neurological changes and hemodynamic instability. Log files captured low flow events on (B)(6) 2024 between 8:03:24 and 8:31:45. On (B)(6) 2024 at 14:02:17 the flow recovered to 2.9 liters per minute (lpm) and ranged from 2.9 to 4.4 lpm until the end of the submitted data on (B)(6) 2024 at 13:58:36. No medical intervention had been performed. The patient underwent a head computed tomography (CT) for the mental status changes that was negative. Next steps were being discussed including further imaging.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.